Event description:
Overdelivery reported, medwatch: "pt was in dialysis and receiving idpn from the pump and through the hosp's dialysis machine #4. Previous problems with low flow alarm on this pump. Pump did not alarm -dialysis machine alarmed because of drastic change in venous/arterial pressures, pump set at 250 cc/hr, a 900cc bag approx 100cc of idpn infused as bolus into dialysis machine." No further info was available. The time period over which the 100cc bolus occurred was not specified. The pt reportedly experienced nausea at the time of the event. No adverse sequelae were reported.